Manufacturer narrative:
The complainant facility returned one f180nre dialyzer from the reported lot number without the prepackaging pouch. The dialyzer was returned with the corporate provided adapter caps and blood port caps. The fibers were discolored suggesting evidence of blood exposure; blood residue was also observed beneath the cavity ID end screw flange. Gross visual examination of the sample revealed a thin piece of debris (consistent with a polyurethane/polyethylene (pu/pe) sliver) situated between the potting cut surface and the o-ring of the cavity ID end. The debris was located at approximately 110 degrees with the dialysate port situated at 0 degrees. No other debris or irregularities were noted. The complaint is confirmed as visual examination of the returned dialyzer observed debris lodged between the silicone o-ring and polyurethane cut surface on the cavity end. The dialyzer was subjected to a laboratory leak test where a leak was noted originating from beneath the cavity ix and screw flange at approximately 5.0 p;si. The debris caused a channel in the sealing surface and into the polycarbonate threads resulting in the reported leak. Visual characteristics of the debris are consistent with pu/pe slivers; they are thin and flexible but retain shape. An investigation of the device manufacturing records was also conducted by the manufacturer. There were no deviations or non-conformance during the manufacturing process. In addition, the batch record review confirmed the labeling , material, and process controls were within specification.

Event description:
A hemodialysis user facility reported during treatment a blood leak occurred. The leak was reported to be an external leak. The blood leak was visually observed leaking from the arterial header, end-cap of the dialyzer. No damage was identified on the device. Estimated blood loss to the patient was 250ml. The patient had no adverse effects and no medical intervention was required. The patient did not complete treatment. The leak occurred with only 23 minutes remaining in the patient's treatment. The sample was available for manufacturer evaluation.